Event description:
It was reported that a female patient who had a mentor smooth round moderate plus profile 375cc saline prosthesis placed experienced left sided wound infection post procedure. Discharge and borderline sepsis were stated to have been present. The infection caused the patient be hospitalized twice and required emergency replacement. Bilateral prosthesis replacement with 550cc mentor memorygel breast implants was performed on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and an associated nonconformance was found. The nonconformance will be handled through mentor's quality system. Reason for device explant and/or reoperation: wound infection. FDA correction/ removal reporting no.): 3005423519-10/12/2021-001-r . Manufacturer¿s reference number: (B)(4).